Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop and experienced blurry vision, and syncope with seizure and head injury. The cgm was reading 97 mg/dl and the blood glucose reading was 37 mg/dl. The patient regained consciousness and 911 was called. She was given glucose gel and carbohydrates and the bg was monitored. She was dizzy but emergency medical services (ems) departed around 1400. About an hour and a half later, the spouse took her to the emergency department (ed) for evaluation of her head injury. She had a CT scan which was normal. The doctor gave her oxycodone oral tablet for the head pain, and zofran IV to treat nausea. She was discharged around 7:00pm same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5167059 diabetes mellitus is a known cause of hypoglycemia and seizure. B5 describe event or problem - correction to the initial MDR for section b5 as the maude report was received on 03/10/2025. This report is to tell the full story from the patient's phone call on 02/25/2025 and the maude report. B2 outcomes attributed to adverse even - correction. H2 correction/additional information. E4 initial report also send to FDA - additional. G2 report source - additional. H6 health effect - clinical code - additional. H11 additional narrative - correction/additional information.

Event description:
Subsequent to the initial MDR, the maude report mw5167059 was received on 03/10/2025. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, after a short walk, the patient made it back to her house before she stumbled slightly and saw some spots in her vision around 12:39pm. She looked at ther dexcom readings and it was 93 mg/dl. She stated that the drop in the glucose reading seemed drastic but nothing that she had seen before after exercise. She did not feel right so she checked her glucose manually and it was 37 mg/dl. She was able to try and calibrate into the cgm but she passed out and had a seizure immediately after. This resulted in a fall that reportedly could have resulted in a head injury. However, the patient stated she had a bruise on her head. The patient stated she always has sugar with her when she exercises; however, this time, she was too disoriented to be realized the danger she was in. She was home alone with her dog and when she regained consciousness around 12:54pm, she messaged her husband for help. She did not check her cgm at this time. Paramedics were called and arrived at 1:13pm. They gave her glucose oral gel and the patient drank root beer. Paramedics monitored her bg readings but the patient could not remember the values as she was dizzy at the time. Paramedics left around 2:00pm when the patient stabilized. The patient decided to go to the emergency room when her husband got home around 3:30pm due to the risk of head/neck injury from the fall and due to extreme headache and nausea that she experienced. They arrived at the ER around 3:47pm. A CT (computed tomography) scan was performed and the patient did not have any serious injuries to her head or ribs. The patient's white blood count was elevated but the ER staff did not think this event caused the elevated count. The doctor gave the patient oxycodone for headache and zofran IV to treat her nausea. The patient was discharged from the ER at 7:00pm. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.